Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that they had developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours on their leg. Symptoms reported include redness, pain, and swelling. The patient was taken to the emergency room at (B)(6) hospital on (B)(6) 2025 and was diagnosed with an infection. The patient was prescribed flucloxacillin antibiotics as treatment. The pod was removed at the hospital and a new one was applied. The patient left the hospital after 4 hours.